Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed the patient had been hospitalized on (B)(6) 2017 for unknown reasons. The cause of the hospitalization was suspected to be respiratory related, however it was not confirmed. The patient¿s signs and symptoms were unknown. The details of the hospitalization course are unknown. Subsequently, patient¿s health deteriorated and they expired on (B)(6) 2017. The patient¿s nurse reported that the cause of death was possibly due to respiratory arrest but was unable to confirm. The patient had not discontinued pd treatment, but it is unknown if the patient was completing a treatment at the time of death or if any fresenius products were used in the hospital. Additional information has been solicited but unavailable.

Manufacturer narrative:
Follow up #2: additional information clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation to show a causal relationship between the patient hospitalization for respiratory distress, pneumonia, sepsis and subsequent death and the liberty select cycler. Additionally, there is no allegation of a malfunction against the liberty select cycler related to this event. The patient was diagnosed with pneumonia and reportedly became septic and experienced respiratory arrest which is supported by the admittance to ICU and the patient¿s intubation. The patient had issues of edema for several months prior to admittance to the hospital. The patient also had multiple cardiac comorbidities and concomitant medications that could have contributed to the fluid volume overload. The patient was continuing pd therapy during hospitalization, but it is unknown if fresenius product was being utilized or if the patient was in active treatment at the time of death. There is a temporal association between the patient¿s pd therapy and continual issues with hypervolemia as evidenced by the patient utilizing higher strength solutions during pd therapy when edema was noticeable and bp was increasing.

Event description:
Additional information: additional information was received on 01/17/2018 which documented that the patient expired on (B)(6) 2017 and a cause could not be confirmed. Per the peritoneal dialysis (pd) nurse, the patient was admitted to the hospital for respiratory distress and pneumonia on (B)(6) 2017. The patient had several cardiac comorbidities. The patient had a history of bilateral lower extremity (ble) edema for several months prior to admit date and their blood pressure (bp) was trending up. The patient would use higher strength solutions during pd therapy when these issues presented in order to remove excess fluid. The patient was also prescribed and treated furosemide 40mg oral daily. The patient¿s primary care physician (pcp) had recently (unknown date) stopped lisinopril and started the patient on entresto (dose, strength, route, frequency unknown). During the first two days of hospitalization 4 liters of fluid was removed from the patient (unknown method). The patient was prescribed antibiotics (type, route, dose, strength, frequency, and duration unknown) and prednisone (type, route, dose, strength, frequency, and duration unknown) and started on levophed to increase their bp (route, dose, strength, and frequency unknown). Other hospital course is unknown. The patient¿s condition declined and they were transferred to the intensive care unit (ICU) (unknown date) resulting in intubation. The patient was reported to become septic and subsequently expired. The patient was completing continuous cycling peritoneal dialysis (ccpd) treatment during hospitalization but it is unknown if the patient was utilizing fresenius product. No further information is available at this time.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation to show a causal relationship between the patient hospitalization and subsequent death and the liberty select cycler. Additionally, there is no allegation of a malfunction against the liberty select cycler related to this event. The patient diagnosis and cause of death are not confirmed, although the patient reportedly was septic (cause unknown) and experienced respiratory arrest which is supported by the admittance to ICU and the patient¿s intubation. It is unknown if comorbidities or concomitant medications contributed to the death. It is unknown if the patient was utilizing fresenius product during the hospitalization and death, or if the patient was in active treatment at the time of death. Based on available information a causal event of the patient hospitalization and death cannot be determined.